Event description:
The pt received treatment with the qs delivery system to achieve hemostasis at the arterial puncture site following a catheterization procedure. After the delivery of the gelfoam hemostatic sponge, the pt exhibited no distal pulse in the treated leg.